Event description:
The customer reported that their acuity display went out when they were doing a preventative maintenance. Replaced with spare. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient info.

Manufacturer narrative:
The biomed confirmed that the display failed. Replaced display under service agreement. The acuity display is an off-the shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method : bmet confirmed display failure.